Manufacturer narrative:
The customer¿s meter and 1 test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.4 - 3.6 inr): returned strip: qc 1: 3.0 inr. Retention strips: qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 417474) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer stated that more than 15 seconds may have passed before sample was applied to the test strip. Product labeling states: "after sticking your finger, you have 15 seconds to apply blood to the test strip." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to the same meter. At 11:13 am the meter result was 1.9 inr. At 11:10 am the meter result was 1.3 inr. The customer's therapeutic range was 2.0-3.0 inr. The customer¿s doctor advised to increase the warfarin dose by 0.5mg for one day based on the low meter results.